Event description:
Patient self tester reported unexpected high result when testing inratio. His results were: on (B)(6) 2015 inratio=7.3 and 6.9. A week prior on (B)(6) 2015, the patient observed inratio=2.8 using the same lot of strips. No other test method was performed on either date. The patient self tester's therapeutic range is: 2.5-3.5. The sample was not applied immediately after the finger stick; multiple drops of blood were applied to the strip.

Manufacturer narrative:
The customer did not provide any reference values for comparison. The accuracy of the customer's inratio results cannot be determined without this information. It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot meets release specification. A couple of improper techniques were identified in the complaint. Additionally, it was reported that the customer has mild arthritis. These cannot be ruled out as a possible cause for the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.